Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Blood glucose level was low at the time of the event. Therefore, patient took some sugar for the treatment and called the ambulance. No further information was available.